Event description:
Propofol infused faster than expected on a patient with multiple infusions who was recently moved from the operating room to the floor. Rn expected new propofol infusion to run at 5.0 ml/hr, total volume in bottle was 100ml, rn returned to the room approximately 5 minutes after start of infusion to find much of bottle had infused into patient. Patient's blood pressure dropped "significantly", unspecified medications were given, and patient was transferred to a higher level of care. Patient's condition stabilized and the patient had recovered. Biomed has requested a lot review. During the customer's biomed testing, it was determined the tamper switch was not working properly. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 08/08/2014. Internal file number: (B)(4). This report was filed by the manufacturer. Devices not received, log review only. Conclusion code: field left blank - no available code for undetermined or unknown cause. The customer's report of a propofol infusion infusing faster than expected was not confirmed. Review of the pcy event log showed that pump module s/n (B)(4) was programmed to run an infusion of propofol 1000mg/100ml at 1:00 pm on (B)(4) 2014. The infusion was programmed to run at 6.28ml/hr. Approximately eight minutes later, the rate was changed to 3.14 ml/hr. At 1:11 pm, the user programmed a delay for 60 minutes, the door was then opened and the IV set was removed. Tat 1.13: pm the device was channeled off and removed from the system. The volume infused was 0.868 ml. The report of the tamper switch not working correctly could not be confirmed because the pcy was not returned for investigation; however, a non-working tamper switch would not have contributed to the reported event. The root cause of the customer's experience of a propofol infusion infusing faster than expected was not identified.